Event description:
It was reported that during preparation for a right iliac angioplasty and stenting procedure, pre-mature deployment of the stent was noted. Upon unpacking and inspection of the sentinol self-expanding nitinol biliary stent system, it was noted that the stent was already partially deployed and coming out of the sheath. The device had no contact with the pt. The procedure was successfully completed with a different device. The pt's status was reported as "fine".

Manufacturer narrative:
(B) (6): it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4).